Manufacturer narrative:
This charger model number was included in a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA). Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the pig and/or charging wand fo sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #: 1627487-2014-12594, 12596. It was reported the patient's charger has difficulty maintaining communication with the ipg. The patient has two chargers and both have the issue. The patient reported the ipg seems closer to the surface of his skin. The patient also reported heating at the ipg site when charging. Two replacement chargers were sent to the patient. The patient received the replacement chargers adn the issue has been resolved. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.